Event description:
Pt reportedly expired while device was in use. The pump was initiated on 6/16/97 at approx. 1 pm in the operating room. It was programmed to deliver a 250 ml container of 0.125% bupivicaine with 5 mg/ml fentanyl, epidural, pca plus continuous mode, 10 ml/hr, pca bolus of 2 ml with a pt lockout of 12 minutes and a 4 hour limit of 70 ml. Infusion continued without any problems. At approx. 6 am on 6/18/97 the pt unexpectedly was found in cardio-pulmonary arrest. Resuscitation efforts were not successful. The amount of solution left in the IV container was as expected. Autopsy results reportedly show no indication for cause of death. Drug levels were not obtained. No further info is available.